Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the patient line. Customer reported that their blood glucose level was "high" on the cgm with high ketones. Ketone levels were identified as life threatening by health care provider. Reportedly the customer administered a manual insulin injection to address blood glucose level. Customer loaded a new cartridge to address the issue.